Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited increased pace impedance measurements upon subsequent routine follow-up visits until reaching out-of-range levels. There was no evidence of noise in stored electrograms (egms) and all other measurements were within normal levels. The device was reprogrammed to bipolar pacing after automatically switching to unipolar due to the out-of-range measurements and lead revision was recommended. It was further noted that the patient is only approximately 2% paced. No adverse patient effects were reported. This system remains in service at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out-of-range rv pace impedance measurements continue to be observed. While reviewing device data, boston scientific technical services (ts) noted a non-sustained episode stored to device memory with evidence of noise and oversensing lasting less than 2 seconds. The device was in unipolar configuration at the time as a result of the out-of-range impedance measurements and as such determined more susceptible to noise. The device was reprogrammed to bipolar and the patient will continue to be monitored. No adverse patient effects were reported. This system remains in service.